Manufacturer narrative:
(B)(4). Date sent: 7/24/2020 date of event: only event year is known: 2020. Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device wouldn't fire. No other information is available. There were no patient consequences were reported.